Manufacturer narrative:
H3, h6: the export/logs were returned for clinical analysis. The analysis determined that an overcurrent error was identified in the logs which may have been caused by external force applied on the surgical arm. No software issues were identified with the mazor application. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: unk_mxse_se unk_mxse_se is a placeholder for the software, as version is not available at this time. A1- a4: patient information is not available. H3, h6: no parts were returned for product analysis. Multiple device codes were provided. Below clarifies what each is associated with. A0908 - inaccuracy a11 - screw plans overlap medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the screw plans that were supposed to have been created separately for t10 and t11 had somehow overlapped, and when the arm was moved from t10 to t11, it ended up moving to the same place. There was no patient harm and the procedure was delayed less than one hour.

Manufacturer narrative:
G4) the PMA/510(k) number has been updated since the software version was provided. H2) additional information in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that it was unknown how much trajectories deviated.

Manufacturer narrative:
H3, h6: the exports/logs were returned for clinical analysis. The analysis is still in progress. D10: the software version was found to be 5.1.2 with product ID, kit1378-06. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.